Event description:
A diagnostic procedure was performed in 2008 on a female patient (pt). While the patient was in the recovery room, the rn reported that the boomerang catalyst ii system prematurely de-deployed itself. A >6 cm hematoma was observed at the access site. Manual compression was applied. The patient had blood loss. The pt was admitted for 5 days for observation, and discharged without sequelae. No other surgical or medical intervention was reported for treatment.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The lot number was not available, thus a batch record review could not be performed. All devices are 100% qc final inspected and tested for deployment, and dedeployment functionality and forces. The cause of the hematoma from pre-deployment of the disc, could not be confirmed with the physician. Further investigation revealed the physician performing the case was not trained to use boomerang catalyst ii by any company representative. Cardiva medical has a robust and rigorous in-service training program for all new physicians. The IFU clearly states to pull on the actuator to deploy disc until locked in place. Additionally, there are other factors which may contribute to premature dedeployment such as patient compliance during dwell time and incorrect application of the device by the end user.